Event description:
This spontaneous report was received on (B)(4) 2012, from a consumer (age and gender unspecified) reporting on self from (B)(6). On an unspecified date, the consumer started using reach johnson and johnson floss gentle gum care, fluoride, for dental cleaning (route dental, lot number 2761d, expiration date and frequency unspecified). After an unspecified duration, the consumer noticed that if the cutter was not held in place while cutting the floss, it would fly off and hit the floor. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in (B)(4).

Manufacturer narrative:
This closes out this report unless other additional significant information is received.